Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for drain complications. Follow-up with the patient's pdrn confirmed the patient was hospitalized and radiological studies determined the patient's pd catheter (not a fresenius product) was mal-positioned and would require surgical correction. The patient underwent the surgical repositioning of their pd catheter (not a fresenius product) with good success. The patient was kept at the hospital for several days to ensure the revision corrected the drainage issues. The patient continued to undergo ccpd while hospitalized and is recovering from the events. The patient was discharged home and resumed utilizing the same liberty select cycler as before the events. The pdrn stated the events were unrelated to any fresenius device(s), drug(s) and/or product(s) deficiency or malfunction. (B)(6).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)